Manufacturer narrative:
Additional narrative: a manufacturing evaluation was completed: the visual inspection did not reveal any faults or irregularities. Functional testing has been performed according to service manual. All tests have been passed successfully. No issues found. The complaint could not be confirmed. Radiolucent drive has not been serviced since (B)(4) 2013, maintenance is suggested and the device was returned to the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for one unknown part/radiolucent-drive/unknown lot number. Without a lot number the device history record review and the investigation could not be completed. Device is an instrument and is not implanted/explanted. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the radiolucent drive could not work on the way of drilling the distal transverse locking screw hole in expert tibial nail surgery. The surgery was extended for 45 minutes due to this event. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. A service history review has been performed. Since the device was produced, it was returned on (B)(4), 2013 due to gear wheels broken and safety clutch worn out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No non-conformance reports noted in the production and incoming inspection documentation. The device history record shows no issues contributing to this complaint.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.